Event description:
A caller reported an issue with a cgm error. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for a pump reset, and after completing the reset, the caller successfully started their sensor session without further issues.